Event description:
Asr revision; asr hip resurfacing system - left hip; reason for revision: pain.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Hip(s) to be revised: left. Asr hip resurfacing system. Reason(s) for revision: pain. Update - added additional reason for revision and patient ID, taken from claimsuite dated 27th march 2013. Reason for revision: clicking. Update - amended original surgery date taken from claimsuite dated 3rd jan 2014. Update - amended surgery date, revision date, correct original hospital and added additional hospital, filed out mw fields, marked as legal added kid number taken from claimsuite dated 23rd july 2014.

Event description:
Additional reason for revision: clicking.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed.